Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called and reported that their insulin pump alarmed motor error during a bolus. The customer¿s blood glucose level was high at the time of the incident, and the customer was hospitalized for treatment. No further details were provided. Troubleshooting was not completed. The insulin pump will be returned for analysis. Frn- model unknown ¿ reservoir.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error test. The motor functions properly during testing. No motor error alarm noted during bolus or basal delivery. The motor was tested outside of the device and passed. Device had cracked reservoir tube lip.